Manufacturer narrative:
(B)(4). It was reported by an attorney that patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with a hysterectomy due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. It was reported that patient underwent left ureteral stent placement on (B)(6) 2006 due to febrile morbidity, pelvic abscess and perioperative distal left ureteral stenosis. It was reported that patient underwent left ureteral re-implant with psoas hitch, and vaginal cuff closure on (B)(6) 2006 due to left distal ureteral injury, vaginal cuff erosion and meckel¿s diverticulum, and left ureteral injury post hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.